Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the pulse generator without pulse or telemetry. This was due to high current drain caused by an intermittent conductive epoxy short located under a capacitor on the hybrid. After the intermittent short was removed, the hybrid successfully passed all post burn-in tests.